Event description:
It was reported that universal surgical manipulator (usm) 4 was flashing amber, prompting staff to move the patient cart out of the operating room (or). On-site troubleshooting included a hard power cycle, but the issue persisted, and a 'cart drive disabled' message appeared on the touchpad. Efforts were made to return the patient cart to the or with the intent to allow error logs to populate. Subsequently, further troubleshooting involved reviewing system logs, which revealed communication errors on fiber 3. Reseating fiber 3 did not resolve the issue. The arm 4 carriage continued to flash, and powering off the system followed by manual manipulation of the usm 4 carriage resulted in the carriage rebounding and homing, though the carriage disks did not move as expected and the leds remained amber. System connection to site was verified, but system logs were incomplete during this troubleshooting phase. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the patient cart was removed from the operating room (or) and was in a standalone state when universal surgical manipulator (usm) 4 was erroring with a 23097. Once psc was connected, the vision side cart (vsc) the error (23097) did not persist and was not captured via logs as the psc was not connected at the time of the error. The fse removed and replaced usm4 to prevent future related errors. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm4 was analyzed and in the system logs, the customer complaint was found confirming the fault occurred in the field. Upon visual inspection the instrument sterile adapter (isa) printed circuit assembly (pca) was found to have fluid intrusion, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an intermittent fault of a component or module within the isa pca due to the confirmed fluid intrusion on the affected usm.

Event description:
Refer to h11 for follow-up information.